Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an undersensed beat was observed on stored electrograms (egm) on the right ventricular (rv) lead. The rv lead r emains in use. No patient complications have been reported as a result of this event.